Manufacturer narrative:
Continuation of d10: ddmb2d4 ICD implanted (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a routine follow up, it was noted that there was increased right atrial (ra) lead impedance and noise like atrial high-rate episodes. Based on these observations, a fracture of the atrial pacing lead was suspected. It was further reported that elective extraction of the atrial lead was scheduled and subsequently performed using a laser sheath. During the extraction procedure, the lead was cut and disposed of. A new lead was implanted from the contralateral side. No patient complications have been reported as a result of this event.